Event description:
It was reported that the asahi prowater guidewire was used aggressively although there was no resistance with the heavily calcified coronary lesion. The guidewire had crossed the lesion, but the wire prolapsed and the physician continued to advance the wire. After pulling back on the guidewire, an anomaly with the radiopaque tip was noticed and the guidewire was removed. It was then noted that the tip coils were stretched, but not separated in two pieces. There was no segment left in the anatomy. A balance middle-weight guidewire was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date (reported as having occurred over the previous weekend). (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: investigation of the returned prowater guidewire revealed that the coil is stretched for approx. 4mm at distal side of middle brazing; no breakage of device or other notable damage was observed with it. It is inferred that the coil was stretched due to the force given locally to the distal end of the guide wire. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided.